Manufacturer narrative:
Investigation of the device at the MFR's repair site did not report any image issues. The scope passed eval and the issue could not be replicated.

Event description:
A customer reported that there was center monitor image loss during a case. There was no report of injury or other negative health consequence to any pt, as this occurred prior to the case.